Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing high blood glucose. The blood glucose reading has been over 400 mg/dl for two weeks. Customer has requested training on the insulin pump. No medical attention at this time. Nothing further reported.